Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: race: black it was reported that on (B)(6) 2006 the patient presented with back pain and right leg pain as pre-op diagnosis. He underwent MRI. Impression: MRI showed spondylolisthesis with radiculopathy as discharge diagnosis. The patient was discharged in stable condition. On (B)(6) 2006 the patient underwent mr lumbar spine MRI w/o contrast due to intractable tract pain. Impression: posterior displacement of s1 on l5. Desiccation of disc material at this level with some reactive changes in the bone also noted. Herniation of disc material at l5-s1 with encroachment on the neural foramina and impingement on the nerve roots bilaterally, slightly worse on the right than on the left. Exam otherwise not remarkable. On (B)(6) 2007 the patient presented with back pack pain and right leg pain following a job injury in 2006. On (B)(6) 2007 the patient presented for a follow up and underwent x-rays dx chest 2 views. Impression: no acute abnormality is seen in the chest. The patient also underwent dx lumbosacral spine ap/lateral. Impression: degenerative disc changes at l5-s1. On (B)(6) 2007 the patient came for an office visit. Impression: discogenic back pain. Anterior retroperitoneal exposure of l5-s1. The doctor suggested back surgery. On (B)(6) 2007 the patient underwent chest x-rays and EKG. On (B)(6) 2007 the patient presented for a follow up with continued low back pain and right leg pain. He underwent MRI and discogram. MRI shows spondylolisthesis. Discogram shows discogenic pain l5-s1. Impression: spondylolisthesis, degenerative disk disease, discogenic pain. On (B)(6) 2007 the patient was presented with the following pre-op diagnosed; discogenic back pain, degenerative disk disease, spond ylolisthesis l5-s1. The patient underwent the following procedure; anterior retroperitoneal exposure, anterior lumbar interbody fusion l5-s1, application of cages x3 to l5-s1, anterior plating l5-s1, diskectomy with reduction l5-s1. As per op notes, first the posterior rectus sheath was then entered and the peritoneal cavity dissected from the side walls. Dissection continued posteriorly. Next, the two iliac vessels, as well as the aorta and vena cava were all exposed as the peritoneal cavity was retracted to the right of the midline. Next, during the dissection, the hypogastric nerve plexus was bluntly dissected and also retracted to avoid injury. The anterior longitudinal ligament and annulus was incised and a diskectomy performed back to the posterior longitudinal ligament. Two 20-mm cages were then packed with bone morphogenic protein and put into place. 25-mm plate was put into place and attached using 3 screws. After ap and lateral fluoroscopy confirmed position of the plate and screws and cages. No complication noted. On (B)(6) 2007 the patient presented for a follow up post-op with back pain. The x-rays reports suggested the plate and screw device is in good position. The anterior cages are in good position. Impressions: status post fusion with improvement. Low back pain. Lumbar radiculopathy. On (B)(6) 2007 the patient presented for a follow up post-op with some numbness in his legs, continued low back pain. The patient was diagnosed for limited range of motion. He underwent x-rays that shows the plate and screw device anteriorly in good position with the cages in good position. Impression: status post fusion with persistent numbness. Radicular pain. The patient was suggested a MRI. On (B)(6) 2007 the patient underwent MRI of lumbar spine w <(>&<)> w/o contrast due to cervical radiculitis. On (B)(6) 2007 the patient presented with back pain, was diagnosed for dorsiflexion of the foot. On (B)(6) 2007 the patient underwent x-rays of shoulder rt 2 views due to pain assault rmi. Impression: old healed fracture mid right clavicle but otherwise normal right shoulder. Patient also underwent lumbar spine ap and lateral 5-views due to pain assault MRI. Impressions: only four lumbar type vertebral bodies. Operative changes with interbody spacers and anterior fusion at l4 s1. On (B)(6) 2009 the patient underwent x-rays of chest 2 views due to shortness of breath. Conclusions: emphysematous change. Old granulomatous disease. Old right clavicular fracture. On (B)(6) 2011 the patient underwent x-rays of chest 2 views due to chest pain. Conclusions: no active disease. On (B)(6) 2011 the patient underwent x-rays of lumbar spine 5 views due to pain. Conclusions: post anterior fusion at l5-s1. Mild degenerative disc change at l4-5. On (B)(6) 2012 the patient underwent CT pelvis w/o contrast due to trauma incidence. Impressions: no left sided pelvic or hip fracture. Old appearing avulsion fracture of the right anterior inferior iliac spine. On (B)(6) 2012 the patient underwent CT xr right elbow complete 4 views due to trauma incidence. Impression: no fracture. On (B)(6) 2012 the patient underwent CT xr right forearm 2 views due to trauma incidence. Impression: no fracture. On (B)(6) 2012 the patient underwent CT xr ribs w/o pa chest right due to rib pain. Impression: no right sided rib fracture. On (B)(6) 2012 the patient underwent x-rays of right hand 3 views due to trauma. Conclusion: old fourth metacarpal fracture. On (B)(6) 2012 the patient underwent x-rays of right wrist 2 views due to pain. Conclusion: questionable scapholunate dissociation. 2. Follow-up recommended. On (B)(6) 2012 the patient underwent CT xr ribs w/o pa chest right due to rib pain. Impression: no right sided rib fracture. On (B)(6) 2012 the patient underwent x-rays for chest 2 views due to cough and wheeze. Impression: no active disease. On (B)(6) 2013 the patient underwent CT xr wrist complete right due to limb pain. Impression: unremarkable right wrist. On (B)(6) 2012 the patient underwent x-rays chest pa and lateral. Impression: bilateral granulomataous changes and old healed right clavicle fracture. No acute disease or change. On (B)(6) 2013 the patient underwent CT xr spine lumbosacral minimum 4 views due to trauma. Impression: normal alignment with no evidence of fracture. There is evidence of previous anterior cortical plate fusions at l5-s1. On (B)(6) 2013 the patient underwent CT xr chest two views due to shortness of breath. Impression: changes of previous granulomatous infection without acute disease in the chest.